Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser catheter. During the procedure, the wire port allegedly detached from catheter. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was received and reviewed. The photo shows the crosser device which the gw hub was noted to be detached, and the detached part was present in the photo, and it also shows the product labelling information which does match and verifies with tw. Therefore, the investigation is confirmed for the reported detachment as the guidewire port was noted to be detached. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser catheter. During the procedure, the wire port allegedly detached from the catheter. There was no reported patient injury.